Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 18463527/19137306, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was no longer effective. It was also stated that the patient was experiencing headache due to lead migration. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction suspected.